Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the photo was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device from attachment(photo_(B)(4)_(B)(6) hospital(tr202100701) visual analysis of the x ray revealed that traumacem v+ cement kit 10 ml the cement has leaked. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for traumacem v+ cement kit 10 ml. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - DHR cannot be performed since lot number is unk. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation for the left femur trochanteric fracture. During the surgery, it was found intramedullary inversion site and the surgeon reduced and fixed the bone fragment. After the blade insertion, the surgeon injected the cement, but it did not spread as usual, and the cement flowed widely. Some cement leaked from the fracture, but the surgeon removed all of it. The surgery was completed successfully without any surgical delay. No further information is available. This complaint involves one(1) device. This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.